Event description:
The reporter indicated that a 12.6mm tmicl 12.6 implantable collamer lens of -11.5/1.5/154 (sphere/cylinder/axis) was implanted; removed and replaced intra-operatively on (B)(6)2022 for a longer length lens and the problem was resolved. Patient is recovering well. Cause is reported as a patient related factor. Device failed to perform as intended.

Manufacturer narrative:
Claim#: (B)(4).